Event description:
It was reported that the communicator keeps showing yellow collecting wave. Home environment seems unlikely cause, so patient should work with clinic to verify rf settings in implanted device. Additional information was received that this device was attempted to be interrogated in clinic, however was unsuccessful. Additional attempts were made with multiple programmers, but success interrogation was not achieved. The device also did not have a response when a magnet was applied. Technical services (ts) recommended device replacement as therapy may be compromised. Device remains in service. No adverse patient effect was reported.

Event description:
It was reported that the communicator keeps showing yellow collecting wave. Home environment seems unlikely cause, so patient should work with clinic to verify rf settings in implanted device. Additional information was received that this device was attempted to be interrogated in clinic, however was unsuccessful. Additional attempts were made with multiple programmers, but success interrogation was not achieved. The device also did not have a response when a magnet was applied. Technical services (ts) recommended device replacement as therapy may be compromised. Device was subsequently explanted and returned for analysis. No additional adverse patient effect was reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was unable to produce tones or be interrogated. The device battery was noted to be depleted to the point of no longer able to support normal function. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the communicator keeps showing yellow collecting wave. Home environment seems unlikely cause, so patient should work with clinic to verify rf settings in implanted device. Additional information was received that this device was attempted to be interrogated in clinic, however was unsuccessful. Additional attempts were made with multiple programmers, but success interrogation was not achieved. The device also did not have a response when a magnet was applied. Technical services (ts) recommended device replacement as therapy may be compromised. Device was subsequently explanted and returned for analysis. No additional adverse patient effect was reported.